Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient reported that they experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the reporter stated that the patient¿s transmitter was "causing sporadic readings". Around 8:00pm, the patient's bg meter reading was "over 500 mgdl", however, no cgm comparison value was reported. The patient was wearing a tandem insulin pump. No patient symptoms were reported. Emergency medical services (ems) was called and once ems arrived, the patient was transported to the emergency room (ER). At the ER, the patient's bg meter reading "may have been 600 mgdl", no cgm comparison value was reported. The patient's tandem insulin pump was removed, and the patient had a peripherally inserted central catheter (PICC) line placed. The patient was treated with intravenous (IV) insulin. The patient was discharged home 2 days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.